Manufacturer narrative:
A1-4: patient information pending follow up with customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump did not start with the first two attempts. The pump did start after the third attempt but with elevated power. The physician did not feel comfortable using the pump. The pump was initially prepped per the instructions for use (IFU). After the first failed attempt, the clinical advised to disconnect all connections (system controller, modular cable and pump) and start again following IFU. The pump did not start again after this was attempted. The technician attempted one more time to start the pump. The pump started on the third attempt, but the power was elevated, and the pump start was slightly delayed. The team then attempted to disconnect all components from power and reconnect to perform a power cycle of the controller. The pump was again restarted. On this attempt the pump power was higher again than previous attempts and pump start was delayed more so than the previous time. The team tried once more to disconnect all connections and this time switched out all peripheral equipment (power module, screen, and patient cable), and started the pump. The power was again elevated, and the pump had a delayed start. At this point the team made the decision to switch to a new pump with concerns on the pumps functionality. The new pump had no issues on the initial startup.

Event description:
The pumps failure to start delayed the patient's surgery. The patient did not experience any adverse effects due to the pumps failure to start. The exchanged pump would be returning.

Manufacturer narrative:
A1-a6: patient information provided. B5: additional information. D9: return to manufacturer date, provided. H6: health effect-impact code, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal a device related issue that would have contributed to the report of a delayed pump start during priming. The system controller event log file retrieved from (B)(6) showed during the pump startup an intentional pump stop occurred within 8 seconds. The current draw from the pump during start up caused the measured voltage in both power cables to decrease to 9.8v. The system is designed to prevent the pump from attempting to start if the system controller is not connected to external power. Either this decrease in voltage or a user hitting the button to cancel the startup sequence appeared to cause the intentional pump stop to re-enable 8 seconds later. During the second pump startup an intentional pump stop occurred within 6 seconds. The current draw from the pump during start up caused the measured voltage in both power cables to decrease to 11v. Similarly with the first attempt, this decrease in voltage or a user hitting the button to cancel the startup sequence appeared to cause the intentional pump stop to re-enable 4 seconds later, per the recorded timestamp. During the third pump startup, the pump restarted within 6 seconds. The pump was stopped and restarted within 6-8 seconds three additional times due to disconnection of the system controller from external power before the end of the log file. The pump was returned assembled with the pump cable intact and a cap covering the pump cable inline connector. The modular cable was also returned with a cap over the modular cable inline connector. The outflow graft, outflow graft bend relief, and apical cuff were not returned. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal a device related issue that would have contributed to the report of a delayed pump start during priming. The system controller event log file retrieved from (B)(6) showed during the pump startup an intentional pump stop occurred within 8 seconds. The current draw from the pump during start up caused the measured voltage in both power cables to decrease to 9.8v. The system is designed to prevent the pump from attempting to start if the system controller is not connected to external power. Either this decrease in voltage or a user hitting the button to cancel the startup sequence appeared to cause the intentional pump stop to re-enable 8 seconds later. During the second pump startup an intentional pump stop occurred within 6 seconds. The current draw from the pump during start up caused the measured voltage in both power cables to decrease to 11v. Similarly with the first attempt, this decrease in voltage or a user hitting the button to cancel the startup sequence appeared to cause the intentional pump stop to re-enable 4 seconds later, per the recorded timestamp. During the third pump startup, the pump restarted within 6 seconds. The pump was stopped and restarted within 6-8 seconds three additional times due to disconnection of the system controller from external power before the end of the log file. (B)(6) was returned assembled with the pump cable intact and a cap covering the pump cable inline connector. The modular cable was also returned with a cap over the modular cable inline connector. The outflow graft, outflow graft bend relief, and apical cuff were not returned. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) revision d and the heartmate 3 patient handbook rev. A are currently available. The IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.